Event description:
It was reported that prior to a percutaneous transluminal intervention procedure, premature deployment occurred. While unpacking the 12fr jugular titanium filter, it was noted that the filter 'expanded automatically'. The device was not used. The procedure was completed with another of the same device. As no patient was involved, no patient complications occurred. The patient's condition was reported as `good'.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)